Event description:
Report received of a non-delivery of an antibiotic. The pump was programmed in the intermittent mode to deliver nafcillin 80ml every 4 hours over 30 minutes with a total container size of 520ml. There was a kvo rate of 1ml for 3.5 hours between doses. It was reported that a new bag was hung 2 days prior to event date. The patient went out of town and went to a hosptial 1 day prior to event date to have a new bag humg. On the event date, when the customer contact went to hang a bag, it was noted that the bag was still full. The pump display indicated that all doses were administered. The patient kept the bag in a fanny pack. There was no reported adverse event with the patient. The md was notified and therapy was continued until 3 days after the event date when it was discontinued as planned by the md. There was no further information available.